Event description:
A customer reported that an error 4 message was displayed on their freestyle flash meter. The customer noticed during a telephone conversation with an abbott representative that the units of measurement setting had changed. The customer's meter was returned for investigation and testing confirmed the meter to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.